Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported by a non-medical professional that the patient underwent a spinal fusion procedure at l3 to s1 using rhbmp-2/acs on (B)(6) 2011. Patient's post-operative period has been marked by severe pain and weakness in her lower back and lower extremities. A CT scan undertaken on august 12, 2011 demonstrates bony overgrowth causing nerve root compression at the implant site. Patient continues to experience severe and unrelenting pain that radiates into her lower extremities. She suffers from numbness and tingling down through her legs and feet. Following the surgery, patient is unable to walk even short distances and must use a wheelchair for mobility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.